Event description:
It was reported that the surgeon was advancing the suture and the instrument jammed which caused the needle to be severly bent. Since the surgeon was unable to retrieve the device, he decided to convert to a mini-arthrotomy to remove the needle which was intact when he got to it but broke as he was attempting to remove it. The broken device was retrieved successfully. The surgeon used a free needle to complete the case. Used a gemini sr8 cannula. No x-rays were taken. Case: right rotator cuff repair.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Device history record review revealed nothing relevant to this event. Device has a broken and buckled needle. The condition cause is undetermined. The most likely cause for this type of event is the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.